Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycaemia. The blood glucose when admitted to hospital was 690 mg/dl. The patient was treated with insulin intravenous drip from the hospital. The length of hospitalization was less than 24 hours. No further information available.